Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued (B)(4) 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go pump. This issue was confirmed upon evaluation of the returned device, which revealed a malfunctioning pump component. As evidenced by the serial number of this device, most likely the pump has reached the end of its lifecycle. The customer determined that it was not feasible to fix this device, and it was disposed of properly.

Event description:
Failure to alarm this pump was delivered, sealed, to the ward on (B)(6), where it was found to not be working. Rep checked the pump herself - it was on, charged, and showing that it was providing 80mmhg continuous negative pressure with no alarms. However, it was producing no suction whatsoever (she did check the caps/connections). Rep replaced the pump with her standby.